Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level above 400 (mg/dl). The customer indicated they would address their bg level but did not indicate any specific treatment. Customer declined to troubleshoot or provide any additional information on the reported event.